Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The DHR for this device was not able to be reviewed since no lot number was provided. However, olympus only ships devices manufactured according to all applicable procedures and meet final product release criteria. A definitive root cause was not identified. The actual product was not returned. The legal manufacturer performed internal testing and attached a distal cover, with different lot number and no damage, to a scope and was unable to confirm the reported event since the distal cover was securely attached. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to the cover possibly being damaged when attaching it to the scope and therefor fell off. The instructions for use, provided with the devices, state the following: as described in the IFU "7.3 attaching the distal cover" please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover. Additional details have been requested regarding the patient and reported event. At this time, no response has been received.

Manufacturer narrative:
This report is being supplemented to provide a correction to the legal manufacturer's final investigation and a correction to h6. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. A reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual. The indicated event was not reproduced. (Maj-2315 lot h0729 was used for reproduction confirmation). The parts supplier conducts sampling inspections of three (3) parts for each production lot and confirmed the parts conformed to the specifications. Quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. The following information could not be obtained from the customer. Use of anti-fog agents, confirmation that there were no abnormalities such as cracks in the cover immediately after mounting on the scope. The root cause of the issue could not be conclusively specified. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product had not been returned, and the details of the occurrence situation could not be confirmed, therefore, the cause could not be determined. The probable cause was likely the following: -chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. -the cover was easily removed from the scope due to insufficient attachment to the scope. -when the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. Complaint history review: the event was the first occurrence at the facility. Three cases (B)(6) were initiated at the same time. A similar complaint from another facility was patient identifier (B)(6). The instructions for use (IFU) provides the following guidelines: as described in the IFU "7.3 attaching the distal cover" (p.11 to p.13): please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover. Olympus will continue to monitor for similar complaints.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and the investigation is in process. Correction and preventative action (CAPA) investigation has been opened to further investigate this issue. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during a therapeutic procedure, the distal cap came off in patient's mouth. In addition, the customer reported the second cap was retrieved after patient vomited it at home. There was no patient injury or harm reported. Refer to report 1 of 2 with patient identifier (B)(6) for the first cap that came off in the patients mouth. This is for report 2 of 2 with patient identifier (B)(6) for the second cap that was retrieved after patient vomited it at home.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003637092.